Event description:
It is reported that the groshong nxt clearvue PICC was placed on (B)(6) 2011, which is 45cm in length. Three days later, there was a leak in the insert point when flushing the catheter. The nurse then moved the catheter 2cm outward and flushed it again, she found the leak was from the crack in the place labeled with 43 cm of the catheter.

Manufacturer narrative:
The complaint of a leak is confirmed. During functional testing a small leak was observed emanating 43 cm depth marker. The damage found on the returned complaint sample is consistent with an inadvertent nick by a needle or some other sharp instrument. However, the exact mechanism of damage is undetermined at this time. The product IFU states, "avoid accidental device contact with sharp instruments and mechanical damage to the catheter material." A lot history review (lhr) of reue0905 showed no other similar product complaint(s) from this lot number.